Event description:
Bravo ph monitoring device did not deploy properly. Resulting in a duplicate procedure and looking for foreign body in patient. Have had numerous bravo devices that have not deployed properly in endoscopy department. When deploying bravo ph monitoring system as instructed by manufacturer; the capsule does not deploy to esophageal well. This results in a foreign body removal from the patient and a risk of aspiration of product. A duplicate procedure is needed with prolonged anesthesia time for patient.